Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue during a hysterectomy. There was no pt injury reported. The site contact was not able to provide additional info regarding the device or incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.